Manufacturer narrative:
Product event summary- the full lead was returned in segments, analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure of the ventricular lead there was noise occurring while measuring the data. It was also reported that there was no pacing and high impedance of greater than 4000 ohms. The lead was repositioned however; the ventricular lead could not be measured because of the noise. A different lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.